Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the patient expired on (B)(6) 2011 from heart failure; the patient refused continuation of dialysis. No other details were provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. Through follow-up with the health-care provider, a copy of the patient's operative report for the (B)(6) 2010 surgery date was provided. According to the operative report, this was a (B)(6) gentleman with a longstanding history of systemic lopus presented many years ago with progressive arthritis. He had subsequently developed chronic renal insufficiency. He had undergone 2 kidney transplants. For the past several months prior to surgery, he had progressive symptoms of congestive heart failure. He had known coronary artery disease and had undergone percutaneous transluminal angioplasty with stent placement to the left anterior descending and the circumflex coronary arteries. He was hospitalized with biventricular failure. He underwent a thoracentesis for a large right sided pleural effusion. Workup had demonstrated critical aortic valve stenosis with significant pulmonary hypertension. He had undergone a CT scan to evaluate severe aortic calcification noted on cardiac catheterization. A CT scan also demonstrated significant ascites and enlarged liver. He also had aplenomegaly. Ultrasound of liver demonstrated no evidence of cirrhosis. His liver function tests were normal. After discussion, he elected to proceed with high risk aortic valve replacement (with edwards valve) and coronary bypass graft procedure in addition to performance of maze procedure. He had been in atrial fibrillation for the past several years. The patient tolerated the procedure well. Unfortunately, no other details were provided. The cause of death remains unknown. Furthermore, there have not been any allegations of a product malfunction.